Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure deployment and positioning difficulties occurred along with stent damage. The 50% stenosed, 4.5mm target lesion was located in the non-calcified proximal left circumflex (lcx). It was noted that a previously placed stent in the left anterior descending artery (lad) was widely patent. The lcx was predilated with a 3.0x15mm maverick balloon and then a 4.0x20mm promus element stent was advanced to the lesion. As the stent was deployed it appeared to "slip" proximally into the distal left main (lm) stem, jailing the obtuse marginal branch. Ivus was performed and showed that one or two stent struts were overlying in the lm ostium and slightly folded over. A kissing balloon inflation was then performed with a 4.5x15mm quantum balloon in the lcx and a 2.5x12mm maverick balloon in the lad. A high pressure postdilation was performed in the lcx at 16 atms. It was noted that a good angiographic result was achieved in the lcx and the procedure was completed. No patient complications were reported with the patient's current condition listed as stable. This product is only ous approved, but it is similar to an approved u.s. Device.